Event description:
It was reported via a phone call that the customer had a blank display on the insulin pump. Customer stated that the insulin pump did not give any alarms prior to the blank display. Customer stated that they had high blood glucose readings of 400 mg/dl at the time of the incident. Customer also mentioned that there was a crack near the top corner of the screen and the insulin pump had a battery out limit in the alarm history. Troubleshooting was performed and the drive support cap was noted to be sticking out. Customer's blood glucose readings at the time of the call were 222 mg/dl. Customer was advised that the device will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.